Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardiac monitor showed false pause episodes due to undersensing. Programming changes were made. The patient was asymptomatic throughout the event and will continue to be monitored.